Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device had a controller board on drawer 7 that shorted out the whole station. The field service engineer replace the controller board to resolve the issue. The fse confirmed that there was a delay in issuing the medication. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system fails to power on. The customer stated that engineering confirmed that power is supplied to the machine, as evidenced by the illuminated lights on the tower. There were no adverse events or injuries reported based on this event.